Event description:
It was reported that during an idiopathic ventricular tachycardia ablation procedure the physician stated there was a steam pop. Ablation was being delivered with 50 watts. A short time later the patient became hypotensive. Intracardiac ultrasound was used to identify a pericardial effusion. Pericardiocentesis was performed, approximately 3 liters was removed from the pericardial space. Patient was later sent to surgery to close a hole in the left ventricle. The patient was stabilized and admitted for observation. Following the surgery the patient has recovered and was doing fine. The type of sheath was used in conjunction with the catheter was a non-bwi device (type: mullins sheath).

Manufacturer narrative:
(B)(4). It was reported that during an idiopathic ventricular tachycardia ablation procedure the physician stated there was a steam pop. Ablation was being delivered with 50 watts. A short time later the patient became hypotensive. Intracardiac ultrasound was used to identify a pericardial effusion. Pericardiocentesis was performed, approximately 3 liters was removed from the pericardial space. Patient was later sent to surgery to close a hole in the left ventricle. The returned device was visually inspected upon receipt and it was found in normal condition. The catheter was evaluated for deflection and patency flow characteristics and also tested for electrical performance, temperature response and stockert compatibility. These evaluations were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verified that the device was manufactured in accordance with documented specification and procedures. The complaint condition cannot be confirmed.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto xp system; model #: m-4700-01; serial #: (B)(4). Cool flow irrigation pump; model #: m-5491-02; serial #: (B)(4). Stockert rf generator; model #: m-5463-01; serial #: (B)(4). Soundstar 3d 10f-90 catheter; model #: m-5723-05; lot #.: 10846835. Regarding the biosense webster systems, the customer was contacted by bwi representative, the steam pop was not considered to be a result of the stockert or other bwi systems malfunction. (B)(4).